Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context / user error / a potential product quality issue. It is likely tissue or vessel was caught by the foot during closure. This may occur if the foot is in the access site or suture does not free from foot enough during harvest. The capture then contributed to the entrapment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a moderately calcified right common femoral artery using a proglide and prostyle device after a percutaneous coronary intervention of the left anterior descending artery and right coronary artery with a 7fr sheath. Reportedly, a proglide device was used first; however, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used; however, there was difficulty in closing the foot/lever and the device became stuck in the anatomy. Surgical intervention was required to remove the device. Hemostasis was achieved via surgical repair, placement of a covered stent and manual compression. It was noted that the patient suffered hemodynamic instability due to blood loss and pressure on the groin was applied while waiting for the vascular surgeon. Medication was given to increase heart rate and blood pressure, and chest compressions were needed. Additional stay in the intensive care unit was required. No additional information was provided.